Manufacturer narrative:
Correction: h3, h4, h5, h8.

Manufacturer narrative:
A 13-month review of bhcg lot ay17150 for the time period of 04/21/2020 to the aware date of (B)(6) 2021 showed no complaints similar to this one. The most probable cause of the reported event is unknown/unresolved.

Event description:
Customer reported that a bhcg that was ran on (B)(6), 2021 and the result was 25. The customer expected low results so they reran a sample and got <l. The customer wanted input from the technical support specialist (tss) as to why this occurred. The site ran beta human chorionic gonadotropin (bhcg) lot ay17150 which expires on october 10, 2021. The tss asked customer about sample storage and the customer indicated that they refrigerate the serum on the cell which is outside tosoh recommendations to store samples for only 24 hours in the refrigerator and to remove serum from cells prior to storage. The quality control (qc) was in range on (B)(6) 2021 and no other sample was questioned. No patient treatment was adjusted because of this result. The customer just wanted this documented at this time and asked for suggestions for discrepancy but tss asked them to do a precision - n=20. Customer will check with supervisor if they want to do so. 05/28/2021 tss left voicemail and sent an email. 06/03/2021 left voicemail. 06/08/2021 sent email. Customer has decided not to pursue this issue at this time.